Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels reaching 500 mg/dl, and a ketone level of 0.1. Reportedly, the pump settings were programmed into the pump incorrectly. Tandem technical support guided the customer through adjusting the pump settings. The customer delivered a correction bolus to address elevated bg levels.